Manufacturer narrative:
Occupation is a lay user/patient. The meter and test strips were requested for investigation. Routine retention testing was performed. Test strip retention samples passed the internal inspection. The meter and 5 test strips from vial lot 496825-21 were returned and tested using retention controls. Testing results (qc range = 2.1 ¿ 3.3 inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Product labeling states, {coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of discrepant inr results for one patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory test with the istat analyzer. The result from the meter at 6:35 am was 2.3 inr. The result from the laboratory was 1.6 inr. A second laboratory test was performed 15 minutes after the first and had the result of 1.6 inr. The time between the meter and lab tests was within two or three hours. The patient¿s therapeutic range is 2.0- 3.0 inr.